Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis showed that calibration instructions in the eversense user guide were not followed, with multiple calibration past due alerts triggered. Customer care attempted to assist, but the user did not want any follow up and insisted on sensor removal. No further troubleshooting or education could be provided. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where the user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.